Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported events in b5, the device evaluation found the following: due to corrosion on endoscope connector, b30 (scope communication err) occurred, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of u/d (upward/downward ) knob was out of the standard value, part of the insertion tube was caught and pinched-the insertion tube becomes deformed (handling issue), adhesive on a-rubber had a chip, adhesive on a-rubber had white-clouded area, s-connector was dirty due to water leakage, adhesive around objective lens was peeled, connecting tube had a scratch, connecting tube had a wrinkle, and scope ID was not displayed. Cds questionnare (cleaned, disinfected, sterilized) was completed and customer provided additional information: yes, customer did clean, disinfect, and sterilize the device before sending it back to olympus. The customer does not know what the foreign material is. Customer reported it is unknown if there was any delay in the start of precleaning. The customer did aspirate the water through the instrument/suction channel. Customer stated that yes, there were abnormalities but defects were not specified. It is unknown if the customer brushed the instrument channel, port and suction cylinder. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the gastrointestinal videoscope to olympus due to image problems. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was identified: due to clogging of suction tube in universal cord, foreign objects came out of suction port. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive root cause of the foreign material in the device could not be specified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif-h185 operation manual chapter 3 preparation and inspection. Gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.